Event description:
A hospital in (B)(6) reported that the velcro on a bc300-05 infant bonnet caused an abrasion on an infant's shoulder. We have since been informed that the abrasion has healed.

Manufacturer narrative:
(B)(4). Method: the complaint bonnet was not returned to fisher & paykel healthcare in (B)(4). The hospital provided a photograph, showing the injury to the baby's shoulder. In the absence of a complaint device, five bc300 bonnets were taken from the production line and dimensionally checked to the relevant drawing specifications. Results: all the five bonnet samples from the production line were within specification as per drawing. A lot check was not performed as no lot number was provided. Conclusion: the infant bonnet is available in four sizes, for a range of head circumferences and body weights. The bc300 is the smallest of the four bonnets and is suitable for infants with a head circumference of 17 to 22cm and weighing up to 1.5 kg. The subject bonnet was used on an infant weighting 1.5kg, so it is possible that a larger size bonnet would have been more suitable, which would have thus prevented the problem reported by the hospital. Our user instructions that accompany the infant bonnet demonstrate in pictorial format how to measure the baby's head circumference and state that the correct sized bonnet should be chosen. (B)(4)